Manufacturer narrative:
Due to the process of creating a production account through webtrader, there was a slight delay in reporting through the emdr program. Notification was sent to cdrh to notify of the delay in reporting.

Event description:
The hospital personnel shook the glass c-act tube and the glass tube split in half. The glass fragments injured the hospital personnel's hand; the left thumb had an open wound the length of 2 cm.